Event description:
It was reported the dr snapped the poly into the baseplate the poly did nto lock tight. There was no adverse consequence for the pt.

Event description:
It was reported the dr snapped the poly into the baseplate and the poly did not lock tight. There was no adverse consequence for the pt or delay in surgery or anesthesia time.